Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the patient stated that she experienced a cgm inaccuracy between 430pm-5pm, however, does not recall the specific comparison values. At 6pm, the patient¿s cgm was reading 40 mg/dl and the patient passed out. No bg meter reading was taken at this time. The patient¿s husband took her to the emergency room (ER). At the emergency room, she was treated with glucagon and dextrose (d5 and d50). After treatment, the patient¿s cgm was reading 70 mg/dl, and the bg meter was reading 90 mg/dl. The patient was then treated again with glucagon and dextrose (d5 and d50). The patient was discharged home later the same night and was ¿stable.¿ on (B)(6) 2025, the patient went to the doctor wearing the same sensor she was using on (B)(6) 2025. The patient¿s cgm was reading 100 mg/dl, and the bg meter was reading 200 mg/dl. The inaccuracy was fixed by calibrating the device. No medications or treatment were provided to the patient by her doctor. There was no documentation of medical intervention on (B)(6) 2025. The patient was ¿feeling fine¿ despite having ¿highs and lows¿ at the time of report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.